Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. The patient chose not to troubleshoot with technical support and decided to start the process for obtaining a new tandem mobi device.